Event description:
It was reported to aesculap ag that an as univation xf tibia cemented t3 lm (part # no164z) was implanted during a primary procedure performed on (B)(6) 2020. According to the complainant, following implantation, the patient experienced pain. Radiographic and scintigraphic examination confirmed loosening of implant. The patient underwent a revision procedure on (B)(6) 2022 which revealed a complete loosening, both tibially and femorally, in the prosthesis/cement interface. So far, no evidence of infection. The complaint device was returned to the manufacturer for evaluation. A revision surgery was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: ((B)(4) - no164z), 9610612-2022-00038 ((B)(4) - no187z). Involved components: nl472 - univation f meniscal comp.t3 rm/lm 7mm - lot 52592618.

Manufacturer narrative:
Investigation results: visual investigation: the available explants are in an undamaged condition and show no serious abnormalities or deviations. The components were examined visually and microscopically with the digital microscope. In the delivered condition the femoral component shows only partly visible bone cement residues on the intended area/coated surface. These bone cement residues show only less bone anchorage (cement interlock into the bone trabeculae). The provided tibial component shows almost no bone cement residues on the intended area/ coated surface. The discolorations on the surfaces of the implants are due to oxidation. Such changes in color have no effect on the function or properties of the coating. The gliding surface of the meniscal component shows visible scratches and imprints. The visible imprints probably resulting from third body wear (bone chips and/or bone cement residues). The provided x-ray figures give no detailed hints regarding the origin root cause for the implant loosening. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 4(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a product safety case and field safety corrective action (psc (B)(4) / fsca (B)(4); fsca (B)(4)) were initiated.